Event description:
The manufacturer received information alleging a patient became short of breath while using a ventilator (non-invasively) and was taken to the hospital. The patient was transferred from the hospital to out-patient care due to her disease state. This event was reported to have occurred on (B)(6) 2015. The reporter of the event stated that this device was used on another patient following this event without incident. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The device had physical damage to its rear and base enclosures consistent with being dropped. Based on a review of the device's event log, no failures or device malfunctions occurred. The manufacturer concludes this event was not caused by the ventilator, but due to the patient's condition.